Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Event description:
This is a general complaint that the sales rep has noticed while the doctors were using our electroblade 7209983. The return feed is metal and there is a gap between the return feed and the blue insulating tube. There is a sharp edge on the return feed and the gap is catching articulate cartilage and shearing it off releasing long strips of cartilage.